Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that ipg stopped communication with the scs ipg since approximately 8-10 months. Ipg was possibly inoperable. Surgical intervention is pending to address the issue.

Event description:
Additional information revealed patient had their ipg explanted and replaced. Postoperatively, patient has effective therapy.

Event description:
Additional information gathered identified the patient's ipg failed to establish communication with external devices. Prior, the patient experienced a fall which resulted in multiple broken ribs. Surgical intervention may take place later to address the issue.